Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The device speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.